Event description:
The report received from the study indicated that approximately nine (9) months after the index procedure, the patient had a clinically driven re-percutaneous coronary intervention (re-pci). The patient was found to have an 80% in-stent restenosis (isr) of a previously implanted cypher select plus 3.0 x 28 mm stent. The lesion was less than ten mm in length (<10 mm). The stent was implanted in the mid left anterior descending target lesion. The restenosis was treated by balloon angioplasty using a quantum balloon. There was no reported evidence of myocardial infarction (mi). The event was reported to be moderate in severity and a serious adverse event (sae). The relationship of the event to the study device was probable and to the procedure unrelated. The event was not related to another cordis product. The event outcome information was complete and the subject's event outcome was resolved without sequel.

Manufacturer narrative:
The indication for the index procedure was stable angina. The target lesion was reported to be: de novo, 3.0 mm vessel diameter, 26 mm length, an 80% stenosis, with little or no calcium, and type b2. The lesion was not pre-dilated. A cypher select plus 3.0 x 28 mm stent was electively implanted at 12 atm. The stent was not post-dilated. A satisfactory result was obtained. The residual stenosis was 0%. The flow pre and post-procedure was not reported. The patient was discharged two days after the procedure. The patient was reported to be asymptomatic and continuing her medical regimen via phone contact at the one and six month periods. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.